Event description:
The customer reported that the tubehead was faulty. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced and recalibrated the tube head. The system works as intended.